Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular diagnostic procedure was being performed when the issue occurred and was completed as planned by using the wired footswitch. The philips remote service engineer (rse) analysed the system remotely and confirmed system was unable to perform fluoroscopy. After reviewing of system log files, it found the network connection between host-ip-pc was interrupted over time. Upon troubleshooting, rse confirmed that the system automatically recovered without hardware repair. The foot switch was checked and confirmed functioning properly. The device operated as specified with no identified failures. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A footswitch always connected as a backup. Therefore, when the fluoroscopy performs the procedure can be completed with the footswitch. The procedure is completed with minimal or no delay with the wired footswitch, as there is no malfunction on wired footswitch. Due to continuation of same system by wired footswitch without delay and automatically recovered without hardware repair, it is not likely to lead to a death or serious injury.based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected.